Event description:
It was reported that a distal embolization occurred, requiring additional intervention. A jetstream atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, a distal embolization occurred. An additional aspiration procedure was performed to release the embolization. The procedure was successfully completed. No further complications were reported.

Manufacturer narrative:
Sections updated in first supplemental report: b3- date of event corrected to (B)(6) 2022; b5- additional information added; d1- brand name corrected to jetstream sc; d4- model number corrected to 45006, lot number corrected to 0029298089, catalog number corrected to 45006; d4- added unique identifier ((B)(4)) ; g4- added premarket / 510(k)# (k133023); h4- added device manufacture date (04/29/2022).

Event description:
It was reported that a distal embolization occurred, requiring additional intervention. A jetstream atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, a distal embolization occurred. An additional aspiration procedure was performed to release the embolization. The procedure was successfully completed. No further complications were reported. It was further reported from duplicate event (report number 2124215-2022-56629) that a jetstream sc catheter, 1.6mm and a jetstream xc catheter, 2.1mm were selected for an endovascular treatment. However, a distal embolization occurred in the left anterior tibial artery during the procedure. Percutaneous intervention was performed and the patient was in recovery. There were no device-related performance issues observed; however, the physician believed both jetstream catheters were related to the embolization. The patient has recovered after the procedure.